Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was insufficient blood flow after flash with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported by customer there was insufficient blood flow in 3 wingsets after flash was witnessed.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there was insufficient blood flow after flash with a bd vacutainer® safety-lok¿ blood collection set with pre-attached holder. This occurred on 3 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: it was reported by customer there was insufficient blood flow in 3 wingsets after flash was witnessed.